Manufacturer narrative:
Qc was run before and after the event and results were within acceptable limits. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced the probe. The fse performed a reproducibility test and verified the instrument's operation. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
The act diff analyzer generated erroneous low platelet (plt) results. The results were reported out of the lab and the patient was sent to the hospital to be redrawn. The redrawn specimen recovered normal plt results. Actual results were not supplied. No death or serious injury, no change to patient treatment is associated with this event.